Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating two high out of range pacing impedance measurements were observed in bipolar. In unipolar, pacing impedance measurements were 330 ohms with some low out of range measurements observed. In clinic testing yielded acceptable pacing impedance measurements. Noise was noted in bipolar which was oversensed and resulted in pacing inhibition. Sensitivity was reprogrammed which resolved the oversensing. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent capture at 5 volts (v) at 2 milliseconds (ms). Further, the patient is fully paced and pace impedance measurement dropped from mid 700s to 550 ohms. Boston scientific technical services (ts) checked if programmed to unipolar with the maximum output and got worse. Additional information was obtained indicating that more than two seconds of asystole was detected. The cause was not determined yet and programming changes were made. To date, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this system remains in service. Should additional information become available this report will be updated.